Event description:
Left-side suspected rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer. At the time of surgery, the healthcare provider did not confirm the suspected rupture. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.